Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A review of the share log was performed and the allegation was confirmed. A pairing test was performed and failed. The probable cause of the signal loss could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.